Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during the procedure, when trying to bow the jagtome device, the cutwire broke. No part of the cut wire detached inside the patient. The device was withdrawn and the procedure was completed using a another jagtome rx sphincterotome. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when trying to bow the jagtome device, the cutwire broke. No part of the cut wire detached inside the patient. The device was withdrawn and the procedure was completed using a another jagtome rx sphincterotome. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and kinked/bent. The proximal pierce hole appeared melted. The exposed cut wire was bent, broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire was measured to have broken at approximately 16 mm from the distal pierce hole. One end of the broken cut wire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The proximal end of the cut wire could not be extended due to the condition of the device. Therefore, the exact cut wire length could not be measured. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.